Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned in segments. Primary results revealed that the helix disengaged from helical channel. There was blood/body fluid on several conductors (not obstructed). The inner insulation was found to be kinked/buckled and the outer tubing overlay was melted. All insulators were breached cut. Exposed defibrillator coil, outer insulation, and outer overlay tubing had a white substance. The outer insulation had a cosmetic depression. There was blood in/on the helix/lobe mechanism.

Event description:
The lead was returned after being explanted due to medical judgement/system upgrade. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.